Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose was greater than 250 mg/dl. The pod was worn between 37 and 48 hours on the abdomen. It was noted that the cannula dislodged from the site. Hyperglycemia treated with correctional bolus and a new pod.

Manufacturer narrative:
The needle mechanism was inspected, and nothing was found that would result in the cannula becoming dislodged from the infusion site. The root cause of the reported dislodged cannula could not be determined. A 0x12 alarm had occurred, indicating that a low voltage was detected this alarm indicates that the voltage on the 3 volt stack dropped below the threshold voltage of approx. 2 volts, causing the microprocessor to reset. Possible causes would be anything that caused a momentary interruption of the 3 volt supply to the microprocessor. Investigations to find a cause for this voltage drop resulted in a high shelf mode current: this can possibly, but not conclusively, have led to a voltage drop. The root cause for this reset could not be determined.